Manufacturer narrative:
An event regarding revision due to pain involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted insert with nothing remarkable to report. Medical records received and evaluation: a review of the provided medical records x-rays by a clinical consultant indicated: soft tissue imbalance in the extensor tendon mechanism of the knee contributed to lateral tilt/shift of the patellar device with overload on the remaining contact sections with poly wear and damage becoming evident causing anterior knee pain requiring revision surgery with exchange of the patellar device and tibial bearing exchange for access reasons to the knee. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that: soft tissue imbalance in the extensor tendon mechanism of the knee contributed to lateral tilt/shift of the patellar device with overload on the remaining contact sections with poly wear and damage becoming evident causing anterior knee pain requiring revision surgery with exchange of the patellar device and tibial bearing exchange for access reasons to the knee. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "pain in anterior knee. Poly swap while in knee. All available information submitted". Explant pictures show that the patellar implant suffered visible damage. Patient was revised to a 6/11 cr insert and an a35 x3 patella.